Event description:
On (B)(6) 2025, the user experienced hyperglycemia leading to diabetic ketoacidosis (dka). The user was admitted to the hospital, and their blood glucose was managed with intravenous insulin followed by multiple daily injections of short- and long-acting insulin. The user was discharged on (B)(6) 2025. No malfunction of the ilet was reported during this event.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.